Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had to have the wires moved about one month right after his first surgery and replaced. The reporter noted that the wires were moved but did not know if they were replaced.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen on (B)(6) 2013 where an x-ray was performed. The x-ray showed no evidence of a lead migration, shift, or movement. No surgical interventions performed or recommended. It was noted that the patient made the complaint because they were ¿scarred¿ that maybe their ¿wires¿ had moved because they had moved once before. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).